Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm while hiking. Customer's blood glucose reading at the time of the call was 220 mg/dl. No further information reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No button error alarm noted, all buttons function properly. During visual inspection insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked reservoir tube.